Event description:
It was reported that the patient presented to the ER after experiencing twitching. Interrogation revealed loss of capture and no sensing. X-ray revealed the lead had dislodged. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.